Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing sets distal to the infusion pumps. The tubing sets were being used to deliver unspecified solutions. After unspecified lengths of time in use, the customer contact reported air "appears" in the tubing sets distal to the infusion pumps. The customer contact reported that no air was delivered to the patients. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.